Event description:
It was reported that the patient's ventricular lead showed noise during interrogation. All other measurements were stable at the time of the report. Programming was changed temporarily and the lead remains in use until a lead revision can take place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.